Event description:
It was reported that the patient got catheterization on (B)(6) and after about 1 hour, the patient felt that there was something burst in the bladder. Then the catheter was removed and found that the balloon was burst but no harm caused on the patient. Per additional information via email from ibc on 23apr2023, doa was (B)(6) 2023, the date we knew the case from the authority platform. No missing pieces of balloon found in the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be thin sac issue due to ¿short latex dwell time" or "latex dip speed out too slow" which contribute to burst balloon defect. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient got catheterization on (B)(6) and after about 1 hour, the patient felt that there was something burst in the bladder. Then the catheter was removed and found that the balloon was burst but no harm caused on the patient per additional information via email from ibc on 23apr2023, doa was (B)(6) 2023, the date we knew the case from the authority platform. No missing pieces of balloon found in the body.